Event description:
Reportedly, on (B)(6) 2014, a communication error message was displayed to the user and it was not possible to interrogate the device. The same issue was observed on (B)(6) 2014. Preliminary analysis showed that the device switched in standby mode on (B)(6) 2014. The re-initialization process was started upon interrogation on (B)(6) 2014 but the re-initialization process could not be accomplished completely at that date. Device replacement was recommended on (B)(6) 2014. The device was explanted on (B)(6) 2014 and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device revealed a failure at the level of an integrated circuit that could explain the observed behaviour.

Event description:
Reportedly, on (B)(6) 2014, a communication error message was displayed to the user and it was not possible to interrogate the device. The same issue was observed on (B)(6) 2014. Preliminary analysis showed that the device switched in standby mode on (B)(6) 2014. The re-initialization process was started upon interrogation on (B)(6) 2014 but the re-initialization process could not be accomplished completely at that date. Device replacement was recommended on (B)(6) 2014. The device was explanted on (B)(6) 2014 and will be returned for analysis.

Event description:
Reportedly, on (B)(6) 2014, a communication error message was displayed to the user and it was not possible to interrogate the device. The same issue was observed on (B)(6) 2014. Preliminary analysis showed that the device switched in standby mode on (B)(6), 2014. The re-initialization process was started upon interrogation on (B)(6) 2014 but the re-initialization process could not be accomplished completely at that date. Device replacement was recommended on (B)(6) 2014. The device was explanted on (B)(6) 2014 and will be returned for analysis.

Manufacturer narrative:
.

Event description:
Reportedly, on (B)(6) 2014, a communication error message was displayed to the user and it was not possible to interrogate the device. The same issue was observed on (B)(6) 2014. Preliminary analysis showed that the device switched in standby mode on (B)(6) 2014. The re-initialization process was started upon interrogation (B)(6) 2014 but the re-initialization process could not be accomplished completely at that date. Device replacement was recommended on (B)(6) 2014. The device was explanted on (B)(6) 2014 and will be returned for analysis.